Event description:
It was reported that the procedure was cancelled. 75um tandem 3ml embolic microspheres were selected for use in a transarterial chemoembolization (tace) procedure of the liver. The patient was anaesthetized for the procedure. While preparing the product, the physician observed white particles in the syringe and felt the doxorubicin had not loaded completely. The procedure was cancelled. No patient complications occurred.

Manufacturer narrative:
Device eval by MFR: the syringe was checked for damage or irregularities. The syringe showed no damage. The beads looked to be completely absorbed; however, there was a few air bubbles noticed in the syringe which may have been confused with white beads and an possible drug loading issue. Inspection of the remainder of the device revealed no damage or irregularities.

Event description:
It was reported that the procedure was cancelled. 75um tandem 3ml embolic microspheres were selected for use in a transarterial chemoembolization (tace) procedure of the liver. The patient was anaesthetized for the procedure. While preparing the product, the physician observed white particles in the syringe and felt the doxorubicin had not loaded completely. The procedure was cancelled. No patient complications occurred.